Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices following an unrelated surgery. A manufacturer representative confirmed the issue and despite several troubleshooting attempts, the ipg was deemed inoperable. In turn, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.